Event description:
It was reported that the system had no power. This could prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.